Manufacturer narrative:
Concomitant medical products: 10 ml bd syringe; covidien monoject syringe, ref: (B)(4), lot number: 151k2184, exp: 10/2017; 0.9% sodium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a filter leak when infusing an unspecified medication. The events are occurring in the nicu.

Event description:
Received a copy of the customer mw from the FDA which states;"smartsite extension set 0.2 micron low protein binding filter by carefusion 20029e found to be leaking in the nicu on multiple occasions. Once discovered, the IV administration set and filter set were replaced immediately. Dates of use: (B)(6) 2017. Diagnosis or reason for use: filter for administration set. "Is the product compounded: no."

Manufacturer narrative:
The customer¿s report that the filter leaked was confirmed. No anomalies were observed during visual inspection. Functional testing was performed; the set leaked from the top air vent of the filter. The root cause of the leak is a wetted out filter vent membrane.